Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A pie approximately 0.208" x 0.661" was found to be broken off. The broken piece was returned. The root cause of broken instrument grips -tips is typically attributed to the misuse or mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one side of cadiere forceps instrument broke off at the hinge. The broken piece was retrieved from patient. A new arm was opened to complete case. The procedure was completed with no reported injury.